Event description:
It was reported that during the procedure, resistance occurred during advancing of the orbit mini complex fill coil (637mf2545/ 15551710) into the catheter, and then the device was withdrawn, and the coil stretched in the non-codman microcatheter. After the resistance occurred, no additional force was used to further advance the coil system through the microcatheter, and there were no attempts made to detach the coil manually. A constant and dedicated heparinized saline source was used at all times. The microcatheter distal tip was re-shaped with the shaping, mandrel, steam, and without any damages notice after it was reshaped. After the event, other than the reported event, the device was not damaged (coil- kink, bend, fracture, separated, etc), or delivery system or introducer (bend, fracture, separated, etc) or microcatheter, and the coil remained attached to the delivery system. The target site and aneurysm were normal. The device was changed to use another to complete the procedure through the same microcatheter. There was no adverse event, and the component was returned for analysis.

Manufacturer narrative:
A non-sterile orbit mini complex fill 2.5 x 4.5 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received partially zipped and no damages were noted on it. Part of the support coil was found outside of the introducer the rest of it, the gripper and embolic coil were found inside of the introducer, the support coil and gripper were found without damage while the embolic oil was found stretched. The gripper and embolic coil were inspected under microscope; no damages were noted on the gripper while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the conditions of the received unit (support coil was found outside of the introducer). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported event of resistance/friction could not be evaluated due to the damages found on the device (several kinks on the hypotube and part of the support coil found outside of the introducer). The coil - unraveled stretched was confirmed. These damages could not be related to the manufacturing process and procedural factors appear to have contributed to these damages, because after resistance was met, the device stretched during removal through the microcatheter. Based on the device history records and analysis, the failures reported could not be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages from leaving the facility; therefore, no corrective actions will be taken at this time.